Event description:
The subject device was implanted with 2 non-microport crm leads on (B)(6) 2019, during the follow-up measurements, the atrial threshold increased from 0.75v/0.35ms to 7.5v/1.0ms or higher, so the setting was changed to vvi and the use of atrial leads was discontinued. On (B)(6) 2021, a pacemaker check was performed for the purpose of measuring the threshold of the atrial lead. The following data was obtained on the atrial channel, with the patient sitting: in bipolar mode: threshold at 7.5v/1.0ms or more, with capture failure. No sensed spontaneous events, at a rate of 30bpm. Impedance of 982ohms. In unipolar mode: threshold: capture loss at .5v 1.0ms or higher. No sensed spontaneous events, at a rate of 30bpm. Impedance of 688ohms. The following data was obtained on the atrial channel, with the patient in a lying position: in unipolar mode: impedance 656ohms. In bipolar mode: impedance 927ohms. On (B)(6) 2021, a re-intervention was performed: since there was no atrial capture at 7.5v, the physician searched for an appropriate site where atrial pacing was possible with an electrode catheter. As a result, it was possible to capture on the septal side, so an additional non-microport crm atrial lead was inserted and placed near the septum. In the final check, there was atrial capture failure at 5v, but there was capture at 8v, so the output was gradually decreased from that state, and it was possible to capture up to 1.0v. In the data between (B)(6) 2018 and (B)(6) 2019, a record of around 3000ohms was confirmed in only one point in the atrial impedance trend. The physician requested an analysis this increase in impedance.

Manufacturer narrative:
D1 and g3 updated. Please refer to the attached analysis report.

Event description:
The subject device was implanted with 2 non-microport crm leads on (B)(6) 2019, during the follow-up measurements, the atrial threshold increased from 0.75v/0.35ms to 7.5v/1.0ms or higher, so the setting was changed to vvi and the use of atrial leads was discontinued. On (B)(6) 2021, a pacemaker check was performed for the purpose of measuring the threshold of the atrial lead. The following data was obtained on the atrial channel, with the patient sitting: in bipolar mode: threshold at 7.5v/1.0ms or more, with capture failure, no sensed spontaneous events, at a rate of 30bpm, impedance of 982ohms. In unipolar mode: threshold: capture loss at .5v 1.0ms or higher, no sensed spontaneous events, at a rate of 30bpm, impedance of 688ohms. The following data was obtained on the atrial channel, with the patient in a lying position: in unipolar mode: impedance 656ohms. In bipolar mode: impedance 927ohms. On (B)(6) 2021, a re-intervention was performed: since there was no atrial capture at 7.5v, the physician searched for an appropriate site where atrial pacing was possible with an electrode catheter. As a result, it was possible to capture on the septal side, so an additional non-microport crm atrial lead was inserted and placed near the septum. In the final check, there was atrial capture failure at 5v, but there was capture at 8v, so the output was gradually decreased from that state, and it was possible to capture up to 1.0v. In the data between 19 dec 2018 and 31 july 2019, a record of around 3000ohms was confirmed in only one point in the atrial impedance trend. The physician requested an analysis this increase in impedance.